Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that the motor device was noisy during an operation, displayed an e6 error code, and the hose was broken. During service and evaluation, it was observed that the cable/cord/wiring was damaged, motor and control unit were defective, the hose was worn, the machine was hot, and was too loud. It was further noted that the device failed pre-repair diagnostic tests for motor thermistor assessment, handpiece temperature assessment, hand control assessment, noise assessment, and air pump assessment. It was not reported if there was a delay in the procedure or if a spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.